Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: on the fifth firing with a duet 60 3.5 mm, the stapler fired normally and after retracting the knife blade remained at the distal end of the reload. The staple line formed and cut, but the jaws simply clamped down and would not open. The surgeon made different attempts to remove the jaws. The surgeon then laid another staple line down proximal to the clamped stapler using another handle and reload. The surgeon was able to then detach the reload from the handle and left the duet reload attached to the stomach specimen, to finish the rest of the staple line. Another device was used to control bleeding and finish the case. The surgeon lost about two centimeters more of stomach than he wanted to. At the end of the procedure, one of the trocar sites was opened to 5 cm in order to retrieve the product that was still attached to the specimen. The specimen was removed from the jaws.